Manufacturer narrative:
A1: (B)(6) . B4: (B)(6) 2021. G3: (B)(6) 2021. G6: follow-up #1. H2: additional information, device evaluation. H3: yes. H6: medical device problem code: 2682 - patient - device incompatibility. Type of investigation: 10 - testing of actual/suspected device, 3331 - analysis of production records. Investigation findings: 3252 - fracture problem. Investigation conclusions: 22 - known inherent risk of device. H10: patient with an m6-c was revised due to osteolytic changes. Radiographic analysis of the provided pre-revision images by spinal kinetics' medical advisor indicated that there was evidence of a fusion and a disc replacement with large osteolytic lesions. Further, the disc appeared to have lost some height. The device was received not intact and showed evidence of in vivo mechanical failure. The tissues showed features consistent with a reaction to wear debris. However, without interim radiographs, it was not possible to determine the sequelae of events that led to the failure of this procedure. Histopathological and microbiological findings were not submitted for review; therefore, it is unknown if infection was present and/or contributed to the failure of this procedure.

Manufacturer narrative:
A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. Additional information and the return of the device has been requested.

Event description:
It was reported that a patient with an m6-c was revised due to osteolytic changes. It was also reported that the device core was flattened. The device was explanted.